Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. A dilator from current inventory was inserted and removed from the sheath the sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During an atrial fibrillation ablation procedure, the valve was broken and noted to be leaking. Another sheath from the same lot was used to complete the procedure with no consequences to the patient.